Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus delivery and the settings got erased. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. During troubleshooting ; the customer received another motor error alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched display window, scratched reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-25839 and 2032227-2015-25949